Manufacturer narrative:
Serial number was requested but was not provided manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log files. The submitted system controller event log files contained approximately 10 days of data combined (08oct2022 ¿ 18oct2022 per the timestamps). The log files captured a low voltage hazard alarm from the beginning of the log file (captured on (B)(6) 2022 at 15:00:32) to (B)(6) 2022 at 15:00:34 due to a loss of external power while connected to the mpu. The exact duration of the alarm could not be determined as the exact time that the alarm activated was overwritten by newer incoming data. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The submitted system controller periodic log files contained approximately 48 days of data combined (31aug2022 ¿ 18oct2022 per the timestamps). The periodic log file only collects data at specified time intervals rather than upon the detection of an event, therefore the exact time that the low voltage hazard alarm activated cannot be determined from this log file. The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed in the log files. The pump maintained a speed above the low speed limit without issue throughout the log files. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including the if the mpu has a v-lock connector on the ac power cord, if the mpu ac power cord became loosed at the wall outlet or from the back of the unit, and if there were any environmental circumstances that would have affected ac power at the time of the event; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use (rev. C) alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) ¿powering the system¿ and heartmate 3 patient handbook (rev. D) powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use (rev. C) "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The complaint has been closed. According to our records, the product was not returned for evaluation.

Event description:
It was reported that review of the submitted log files revealed low power hazard alarms which appeared to be associated with a loss of power event while the patient was connected to mobile power unit (mpu).